Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulator (scs) was no longer working as intended. The patient underwent ipg replacement procedure and was doing well postoperatively.